Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported as unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately twenty-seven days post port placement, patient presented to office visit for left shoulder and left triceps/neck discomfort with hand cramping and stiffness. This was started after port-a-cath placement. Patient was planned for possible re-adjustment versus removal and replacement. Around twenty-eight days later, patient had an interventional radiologist consultation for left arm pain beginning after port-a-cath placement and persisting. The patient was desire to change port and was planned for port a cath removal and placement of new port-a-cath in new pocket. Around four days later, patient underwent removal of port for persistent left arm and shoulder referred pain since port placement. The previous port placement site was infiltrated with lidocaine with epinephrine. On the same day, patient underwent port placement procedure for chemotherapy treatment for cervical cancer. The port was flushed with heparinized saline and demonstrated satisfactory flow. Therefore, the investigation is confirmed for the reported pain based on medical records. Based upon available information, the definitive root cause was unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that three weeks and six days post a port placement via the left internal jugular vein, for the treatment of cancer, the patient allegedly developed pain over the left arm, shoulder and neck due to port implant. Reportedly, the port was removed and a new port was replaced. The current status of the patient is unknown.